Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape and act buttons due to corroded keypad traces. No frozen screen noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm while attempting to enter carbs. After removing and putting battery back, display screen only showed the insulin pump version and was not able to move. Insulin pump was not frozen as the time advanced. Customer was not able to press any buttons due to non-response. Customer's blood glucose was 600 mg/dl and did not have a way of treating high blood glucose. Customer was advised to contact healthcare professional. After troubleshooting, customer was advised that insulin pump would need to be replaced.